Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that while the doctor was placing the implant it fell off of the impdts placement tool. No other implant was place during the surgery.

Manufacturer narrative:
One t3® tapered implant was returned for inspection. The implant shows signs of wear about the threads. The internal drive feature contains additional debris. No technical deficiency was detected from the returned implant. The reported driver tip was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint alleges while placing the implant, it fell off of the impdts placement tool. The returned product was functionally tested. The implant assembled and retained as normal with a house mating driver, and disassembled without excessive effort. No technical deficiency was confirmed during testing. The complaint is non-verifiable without return of the driver tip for inspection. A root cause for this complaint could not be determined.